Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of dizziness, cough, shortness of breath, itching. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged dizziness, cough, shortness of breath, and itching after device usage. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: evidence of sound abatement foam degradation/breakdown was not observed in the base unit. See ER 2244873 (v1) for the procedure used to make this determination. Initiated therapy which generated airflow. Secondary findings: pil pulled the device log. 7,247.4 blower hours and 7,247.4 therapy hours were logged. 12,326.1 machine hours were logged. Care orchestrator data available suggests that the patient was 100% compliant with device usage over 4 hours during the last 90 days of device use. See attached documents. Pil pulled the error log. 1 instance of continue error e-53 (err_comp_log_sem_timeout), 1 instance of reboot error e-130 (err_task_wdog_timeout), and 2 instances of reboot error e-4 (err_null_ptr) were logged. See 1117539 (v20). Pil observes dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from an external source. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER 2243857 (v1). The device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.